Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided.

Event description:
It was reported that an implant was removed due to a fracture of the implant head.